Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient was "reconnected to the cycler". The peritonitis was manifested by abdominal pain and cloudy bag. Four days after event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin (1gm, intraperitoneal), ceftazidime (2gm, intraperitoneal) and fluconazole (100mg, oral, daily) for peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. It was reported that the patient experienced sepsis and respiratory failure. Treatment for the events was not reported. It was reported that the patient passed away while hospitalized (10 days after the event onset). The cause of death was unknown. It was unknown if an autopsy was performed. The nurse reported the patient had not recovered from peritonitis prior to passing away. It was reported that pd therapy was discontinued, and the pd catheter was removed prior to the time of death. No additional information is available.